Event description:
A facility reported that the patient complained of low grade fever and headache two to three weeks after placing duragen (id45011) for a brain tumorectomy procedure. Since allergy and infection were suspected, reoperation was performed and duragen was removed in (B)(6) 2022. After removal, the symptoms disappeared.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duragen (ID 4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause could not be determined. However, since details of the case were provided, an assessment was requested to scientific affairs, and the following was stated: ¿at 2-3 weeks after implantation duragen is substantially resorbed and it is exactly at the point where the new dura has been formed (10-15 days). The low-grade fever and headache should have been better treated with antibiotics and steroids. Subjecting the patient to a second surgery was a very much greater danger to the patient. We do not see allergic response to our et/at collagen, even in case where many square feet of material are used to treat life threatening burns. Low grade fever and headache is a frequent occurrence after neurosurgical procedures and the root cause can be hematoma or aseptic meningitis, both unrelated to the use of duragen.¿ based on the scientific affairs assessment provided the possible root cause for the reported condition is most likely related to surgical procedure and not to product use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.